Event description:
Na.

Manufacturer narrative:
An event of chest pain, pleural effusion and uneasiness was reported. Information from the field indicated that after 9.5 months the patient presented with chest pain. The valve was assessed and determined to be calcified with one leaflet not moving properly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not conclusively be determined.

Event description:
It was reported that on (B)(6) 2018, a 23mm sjm regent heart valve was chosen for a redo surgery. The valve was implanted. On 21 january 2019, the patient got admitted and fluid was drained from the lungs. The patient was discharged after 13 days. On 18 march 2019, the patient was admitted again for plural effusion, no treatment was reported. On (B)(6) 2019,the patient was admitted again for uneasiness. On 18 may 2019, the patient was treated for chest pain. On (B)(6) 2020, the patient was examined and the physician mentioned the pain and uneasiness will remain for few more days.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.